Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the device was inserted and placed for cutting. The device was bowed, and current was not applied however the cut wire broke before cutting has started. Another dreamtome rx 44 was used but the wire broke again. It was reported that no part of the cutting wire detached and fell into the patient. The physician stopped the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: (investigation result.) The returned dreamtome rx 44 was analyzed, and a visual and microscopic evaluation found that the distal pierced hole (tome extrusion) was torn, displacing the cutting wire anchor from its original position, but the wire anchor is still within the catheter, and it was twisted. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length torn at the distal pierce hole. The problem could have been caused by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope that can lead to tear displaces the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the device was inserted and placed for cutting. The device was bowed, and current was not applied however the cut wire broke before cutting has started. Another dreamtome rx 44 was used but the wire broke again. It was reported that no part of the cutting wire detached and fell into the patient. The physician stopped the procedure. There were no patient complications reported as a result of this event.